Manufacturer narrative:
Analysis of the pump found impact dents that did not affect post-explant performance.

Event description:
It was reported that the patient had gone through withdrawal when the doctor "cut the patient¿s medicine" way down. The patient went to the ER at midnight the day of the event and was admitted to the hospital. The patient was sent home the next day. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was further reported the patient sought a different physician due to the previously reported circumstance and she did not have concerns with the device and/or therapy. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n203997, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).